Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection was performed with the naked eye and no abnormality was observed. A kaguya cycler functional test and an underwater pressure test were performed with satisfactory results. The reported condition was not be verified. The device was conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked. The leak was identified at the connection part between the cassette and the solution bag. This occurred during priming of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.